Event description:
On (B)(6) 2015, pt was returned to surgery due to leakage in aorta area near an endograft that had been planted (B)(6) 2014. Surgeon noted the fabric from the endograft had detached from one of the poles and was leaking, causing a type 1 endo leak.